Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking. During the inspection of the returned device, the glue on forceps cover was found to be peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the peeling glue on the light guide cover found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was an external cut in the biopsy channel, causing a leak and fluid invasion was found on the control body, scope connector and ultrasound connector. The glue on the forceps cover was peeling, the probe unit was scratched (not affecting function) and chipped glue on the rubber of the bending section cover. The camera switch was not functioning, the elevator channel inlet was loose, the image was foggy and there was also excessive broken elements. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review, additional information from the customer and corrections. Corrected data: date rec¿d by MFR for 8010047-2022-05650 (initial medwatch 82253) should have been 3/4/2022 and not 3/7/2022. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the failure could not be determined. However, it is likely some type of external force was applied to the part, indicated by the scratches found. The instructions for use (IFU) instructs users how to identify these types of failures: inspection of the endoscope: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The leak occurred during the leak test, at reprocessing. The procedure that occurred after reprocessing was completed using a similar device without any delay. There were no other devices replaced or involved in this event. The device is always leak tested during reprocessing.